Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient hadn't used the ins for six months prior to the report because they did not like how frequent they had to recharge nor the inconvenience of having to take the recharger on trips. The patient had also reported it would take too long to recharge and the recharger was very uncomfortable. The ins went into overdischarge. The rep was not able to run diagnostics due to the overdischarge state. Surgical intervention has been planned and will be scheduled to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the surgery had not yet been scheduled. No further complications were reported.